Event description:
On (B)(6) 2009, haemonetics received a loaner orthopat machine for repair. No injury or reaction was reported.

Manufacturer narrative:
On (B)(6) 2009, haemonetics received a loaner orthopat machine for repair. No injury or reaction was reported. Upon eval of the device a blood spill was found inside of the wall vacuum valve. The header arm was also out of alignment. The machine was decontaminated and all components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).